Event description:
The customer reported that the equipment was not down hard, the field engineer noted that the screens were flickering on and off. This resulted in a loss of imaging functionality. There is no report of injury or death associated with the event described in this complaint.

Manufacturer narrative:
A ge service rep performed an on site investigation. The power supply was adjusted. The fuses and connectors were reseated during the service call. The system was tested and found to be working as intended and put back into service.